Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a normal device change out, fluoroscopy revealed externalized conductors. Induction testing spotted noise. The lead was capped and replaced. The patient will continue to be monitored.